Event description:
The customer reported six (6) rad-97 devices stopped its monitoring, shutting down unexpectedly, and the device could not be turned on again and does not show a charging light or a blocking signal. The serial numbers are unknown. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned